Event description:
This patient had a suspected deep tissue injury on his coccyx. As a result, the nurse ordered a specialty bed from our vender (B)(4). They delivered and set up the bed, a triadyne proventa specialty mattress. Next day nursing staff noticed that the bed was deflated. It was unable to determine how long the patient's bed had been sub optimally inflated. (B)(4) staff returned to evaluate the bed and determined there was a malfunction of the valve that ensures proper inflation. As a result, they replaced the mattress with a new bed. Given the timeline of when the suspected deep tissue injury was first identified and the ordering of the specialty bed, the deflated mattress is not considered the root cause of this skin breakdown, but rather a contributing factor to the advancement into a stage 3 pressure ulcer.